Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Other text: additional information: a1, b5, and h6 ( patient code). Device evaluation: one cadd solis vip pump was returned for analysis. The downstream sensor was found bubbled. The analyst was unable to perform event history log verification due to inoperable usb port. A disposable cassette was attached for tests which passed. The reported issue was not duplicated. It was recommended to replace downstream occlusion sensor for preventive maintenance. All functional tests to pass.

Event description:
Information was received indicating that cadd solis vip pump displayed an alarm that the cassette is not attached properly. There were no adverse events reported.